Manufacturer narrative:
(B)(4).

Event description:
It was reported that at 106,815 joules of use and 12:49 minutes while using the side-firing surgical fiber during a prostate procedure, the fiber output was observed to be shooting straight. The fiber was replaced and the procedure completed using a second surgical fiber. There was "no injury to patient" reported.

Manufacturer narrative:
Device available for eval . Device evaluated by MFR? Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface, and indications of slight melting on output window; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.